Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided stating that the most likely cause of the issue was a shift of the reference frame or patient in relation to each other. The preliminary analysis of the tissue biopsy was abnormal, but a detailed analysis/results have not come back yet. Different/better workflows to mitigate/avoid the issues were discussed with the surgeon to implement at future cases.

Event description:
Additional received, it was reported that the logs and archives were reviewed. Archive consisted of 2 CT and 5 mr exams. Registration model looked good. Good number of trace points were collected on the forehead but trace pattern did not captured the planned location which was in the lpi part. Agreed with the archive analysis done on previously, more trace points could be added near the planned location to increase the accuracy range. Based on the information provided previously, the site was not using medtronic passive spheres or a medtronic biopsy needle. Suspecting the non-mdt instruments might have resulted in inaccuracy but there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Software version 1.2.0, application.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735737, ( sw kt stlth s8 1.3.2 cran EU-sw) serial/lot #: (B)(4), UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the surgeon was performing a brain stem biopsy and once he completed the biopsy they performed a post-op scan and found the biopsy was off. The representative was informed later and went to the location to walk through step by step with the surgeon how the procedure was performed. After comparing the post-op to the navigation system plan, they determined the biopsy was off by 3.5mm. The surgeon was using a navigus biopsy system. The site was not using medtronic passive spheres or a medtronic biopsy needle. The surgeon completed registration and landmark check prior to draping the patient. Unsure if landmark checks were completed after draping. They have not received confirmation from the lab of whether or not the biopsy had the appropriate tissue. The representative completed a full system checkout and checked accuracy. The unit was functioning as intended. There was no delay and no impact to the patient outcome.